Event description:
The malem ultimate bed wetting alarm device is completely unusable and unsafe. It arrived yesterday and instructions require the user to insert batteries and connect sensor. It's simple, but when I do that, the device is heating up. I thought that this is normal and removed the sensor from my daughter, but when I reinserted the sensor, it starts to get hot. This is unreliable. I am not certain that it is going to get hotter or it's just hot, but in either case, it's not usable. The alarm is just too hot to hold and operate safely. I would need to wear multiple cloth layers on my daughter to protect her skin. It is unreliable. FDA safety report ID# (B)(4).